Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci assisted surgical procedure, the customer had encountered a repeated issue of unintuitive motion on universal surgical manipulator (usm1) of patient side cart (psc). The prograsp forceps (471093-11 / k102405300099) was replaced and the issue was resolved. An intuitive surgical inc., (isi) technical support engineer (tse) could not identify any errors on the logs. It was recommended to return the instrument. The procedure was completing as planned with no reported injury. Intuitive surgical inc., (isi) received following additional information: the instrument was not moving in an unintended direction. The instrument had static and imprecise motion. The issue appeared to be related to the prograsp forceps instrument and not the universal surgical manipulator (usm). The failure was related to an inability to move the instrument at all. The movements of the surgeon scaled appropriately to the instrument. The observed movement was lesser than intended. The instrument did not move in the intended direction. The instrument was being returned for the failure analysis.